Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a cartridge issue. Tandem technical support reviewed the pump history and no issues with the pump were observed; however, the customer declined this explanation. There was no reported adverse impact to the customer's blood glucose level.